Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra meter was reverting to the setup mode and also that it stopped powering on. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issues first began on the same day in the afternoon. The pt reportedly guessed at how much insulin she had to take and took 1.5 units humalog. After that, she mentioned feeling weak, could not think, and shaky. She did not receive/require any medical attention/intervention. At the time of troubleshooting, it was verified that this was a new product and there was no meter trauma. The pt was using the correct test strips. The meter turned on when the power button was pressed and also when the test strip was inserted all the way into the test strip port. Therefore, the power issue was resolved. For the meter reverting to setup mode issue, it was verified that this did not occur immediately after removing/replacing the battery. She was walked through resetting the meter. This complaint is reported because the pt alleged she became shaky, weak, (ie. Hypoglycemic) after the reported issues began. Replacement products were sent to the lay user/pt.